Event description:
Manufacturer's ref #: 361797.

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced and returned for investigation. Simulated use test of the received air gas module has reproduced the described customer issue. The review of the returned device logs confirm the reported issue. We could trace back the reported problem to august 25, therefore the date of event was determined as 08/25/2020. A defective delta pressure transducer on a printed circuit board inside the gas module caused the failures. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation, which will be detected during pre-use check, and alarms will be activated if the failure occurs during ventilation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).